Event description:
It was reported that on (B)(6) 2026, a 28 mm amplatzer amulet was implanted using a 14f amulet steerable delivery sheath, during which one recapture was performed before the device was released. A small pericardial effusion was noted at baseline, and the pericardial effusion present prior to the procedure was described as small. The transseptal puncture was performed at an inferior mid location. During the procedure, the patient was in normal sinus rhythm, with a recorded left atrial pressure of 7 mmhg. Heparin was administered at a total dose of 15,000 units, achieving an activated clotting time of 348 seconds, and the patient was on aspirin 81 mg orally daily prior to and at the time the pericardial effusion was detected. A versacross wire was placed in the left atrial appendage, and there was one wire exchange with maintained wire position in the left atrial appendage. There were no reported difficulties with device implantation aside from the single recapture. Protamine was administered at a dose of 100 mg. On (B)(6) 2026, the patient returned with cardiac tamponade, with treating physicians concluding that cardiac tamponade was present. The pericardial effusion was described as circumferential, with a maximum dimension of 1.87 cm. An attempted pericardiocentesis was performed, during which the pericardial drain perforated the right ventricle. The patient was emergently taken to the operating room, where a median sternotomy was performed, and approximately 500 cc of dark bloody fluid was evacuated from the pericardial space, resulting in immediate hemodynamic improvement. The right ventricular perforation was repaired using pledgeted sutures, with no further active bleeding identified. Bilateral pleural effusions were also drained, consisting of approximately 300 cc of dark bloody fluid from the right pleural space and 300 cc of serous fluid from the left pleural space. Four 28 french chest tubes were placed (two pleural and two pericardial). Estimated blood loss was approximately 100 cc, exclusive of the evacuated effusions. No additional cardiac or vascular injuries were identified intraoperatively. The patient was transferred postoperatively to the ICU, intubated and sedated, in guarded condition. The user reported the belief that the 28 mm amplatzer amulet device contributed to the development of the pericardial effusion.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.